Event description:
It was reported a trauma pt had a filter placed 12 years ago without incident. A recent x-ray taken for a kidney examination revealed two of the filter legs were broken and detached from the filter. One leg was perforating the kidney and the other leg appeared to be free floating near the filter. Successful removal of the leg perforating the kidney was performed during scheduled retrieval of a kidney stone. No further intervention resulted from this event and no further action has been planned. The pt's condition is good and will be monitored by the physician on an out pt basis. The filter remains implanted. Therefore, no failure analysis will be available. As co's follow-up could not confirm any further details regarding the circumstances surrounding this event, co is unable to determine the cause for this event.